Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint main lamp does not ignite but emergency lamp does work was confirmed. Based on the results of the investigation, it is likely that the event occurred due to use of the non-olympus lamps and overheating cause by dust and the fan. However, a definitive root cause of the event could not be identified. The instruction manual states the installation method associated with the event in "[warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a main lamp that did not ignite when connected with certain scope models, but the spare lamp worked. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.